Event description:
It was reported that during an unrelated hospitalization, noise was observed on the atrial lead. All other electrical values were normal and there were no associated patient symptoms. Device reprogramming was performed.